Event description:
A programming anomaly was observed from a review of the manufacturer's in-house programming history database. On (B)(6) 2015 the device was interrogated and the settings were indicative of a faulted system diagnostic. On the previously recorded visit dated of (B)(6) 2012, the device was interrogated and the settings were not at erroneous values, but there was no data available for a system diagnostics performed on this date. Additional relevant information has not been received to-date.

Event description:
Additional programming history review was performed with new data that was received. Diagnostics data from a visit on (B)(6) 2015 showed that a faulted system diagnostic had caused the unintended settings change on (B)(6) 2015. An interrogation was performed on (B)(6) 2015 also, and identified the change in settings due to the interrupted test. The settings had not been corrected prior to leaving the visit and were identified again upon interrogation at the follow-up visit on (B)(6) 2015.